Manufacturer narrative:
Additional information has been provided in h.3, h.6 and h.10. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a young, male patient experienced a capsular rupture during viscoelastic removal of a cataract procedure. The capsular rupture resolved. Additional details were not provided. The surgeon does not wish to provide further information.